Event description:
The car 27 was used to create anastomosis at about 12-15cm. Immediately after firing the device, the surgeon noticed that the ring was covered with a thin layer of serosa and although the procedure went well, he decided to re-perform the anastomosis.

Manufacturer narrative:
The extracted ring of the applicator were returned and investigated by the manufacturer. No fault was found. Based on testing results and analysis of the event including the photographs from the procedure, it was concluded that it was probably not necessary to take out the device and re-do the anastomosis in this case.